Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 39 mg/dl and current blood glucose level was 209 mg/dl. Customer stated that the sensor was not adhering due to sweating. The device will not be returned for analysis.